Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, femoral angiogram was not performed. The suture of one proglide was successfully pre-placed. When an attempt was made with a second proglide device, a cuff miss occurred. The suture of a new proglide device were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: removed medical device problem code 2017.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that femoral imaging was performed. The sheath was upsized to a 10f prior to the ablation procedure. No additional information was provided.